Event description:
The physician intended to use an endeavor resolute drug-eluting stent to treat a lesion in the lad. The target lesion exhibited stenosis, tortuosity and severe calcification. Lesion pre-dilation was performed. The endeavor resolute device could not pass the lesion. The physician used a new device to complete the procedure. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 11th proximal segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (target lesion exhibited stenosis, tortuosity and severe calcification). Inherent risk of procedure (stent deformation). Deformation problem. Evaluation conclusions: device failure related to patient condition (target lesion exhibited stenosis, tortuosity and severe calcification). Known inherent risk of procedure (stent deformation). (B)(4).